Manufacturer narrative:
Additional information provided in h.6. And h.11. The sample was not received at the investigating site for this complaint report; visual inspection or functional testing could not be conducted. This customer has reported ¿occasionally experiences bubbles during irrigation/aspiration (I/a), the surgeon made attempts to flush them out. The console has been swapped out and the customer has confirmed that this is happening ¿less.¿ additional related information was requested but none has been provided to date. To mitigate experiencing any bubbles and/or ¿backflow¿ (especially at low aspiration flow rates approximately 0-1 cubic centimeters/minute), proceed to program an offset aspiration value to mitigate and reduce this situation. Staring with 0.3 or 0.4 cubic centimeters/minute instead of 0 cubic centimeters/minute is recommended. To avoid the risk of shallowing or collapsing of the anterior chamber due to fluidic imbalance or poor fluidic response, perform the following checks: ensure there are no leaks in the irrigation or infusion line. Ensure the stream of fluid is present and strong. Ensure tubing is not occluded or kinked. Ensure the test chamber does not collapse after tuning.¿ there was no mention of bimanual use. However, the operator¿s manual offers warnings on such an instance. When using a bimanual procedure, ensure the irrigation handpiece and settings have sufficient flow characteristics. Use of irrigation handpieces or settings with insufficient flow characteristics may result in a fluidic imbalance and may cause a shallowing or collapsing of the anterior chamber.¿ for intraocular pressure (iop) setting issues, the operators manual offers. To avoid the risk of the chamber shallowing or collapsing, which may result in patient injury, avoid adjusting intraocular pressure (iop) below the preset value. Iop settings compensate for potential drops in pressure due to fluid or material naturally traveling through tubes or connectors. However, alcon recommends the surgeon continuously monitor iop throughout the procedure. For example, common informal practices may include the following tactics: finger palpation on the globe tactile feedback (such as eye wall deformation) from accessories retinal vessel perfusion or pulsations the presence of corneal edema. To avoid the risk of sudden hypotony, do one or more of the following options if the iop is suspected of not responding to the system settings and is dangerously high: close the infusion stopcock. Pinch the infusion line. Remove the infusion line from the sclerotomy. To avoid a risk of the chamber shallowing or collapsing, which may result in patient injury, avoid lowering the iop or raising aspiration rates or vacuum limits above the preset value. The operator¿s manual offers information on issues like this. Excerpt a: specifically, during prime/tune sequence: observe the stream of fluid from the irrigation and aspiration ports. Ensure no air bubbles remain in the irrigation or aspiration lines. When using a bimanual procedure, ensure the irrigation handpiece and settings have sufficient flow characteristics. Use of irrigation handpieces or settings with insufficient flow characteristics may result in a fluidic imbalance and may cause a shallowing or collapsing of the anterior chamber. Excerpt b: irrigation line has bubbles 1. Tap the instrument 2 to 3 times during the flow test. 2. Secure the connector and port contact. 3. Prime again. 4. Replace the instrument. Excerpt c: note: always monitor the fill state of the fluidics management system (fms) drain bag during operation. During aspiration, ensure the fms aspiration line does not have bubbles. If the system has low flow, release the treadle. When the vacuum feature is enabled, the tone generated by the console varies in pitch relative to vacuum strength. For instance, a higher pitch may indicate a flow restriction. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that occasionally experienced bubbles during (irrigation/aspiration) I/a during surgery. The procedure type and surgery completion details were unknown. There was no information about patient impact.